Manufacturer narrative:
The customer reported that their central nurse's station (cns) experienced a spontaneous reboot during normal operations. The customer also reported that this cns was the only device plugged into their powervar ups. There was no errors on the ups. The system was down for approximately 2 hours. After the reboot finally completed, the cns resumed operation without issue. No harm or injury reported. The cns monitors 9 bedsides. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. 9 bsm's were used in conjunction with the cns, and are not the device that experienced failure. Attempts to obtain the following information were made, but not provided: bsm's - model: ni, s/n: ni. Approximate age of the device: no serial number was provided, so the age of the device is unknown. Device manufacturer date: ni, unique identifier (UDI) #: ni.

Event description:
The customer reported that their central nurse's station (cns) experienced a spontaneous reboot during normal operations.

Manufacturer narrative:
The customer reported that their central nurse's station (cns) experienced a spontaneous reboot during normal operations. The customer details of complaint: the customer reported that the central nurse's station (cns) experienced a spontaneous reboot during normal operations. The customer also reported that this cns was the only device plugged into their powervar ups. There were no errors on the ups. The system was down for approximately 2 hours. After the reboot completed, the cns resumed operation without issue. No patient harm or injury was reported. Investigation summary: there were no issues with the power outlet, and the ups was working properly. The cns was restarted, and the cns was functioning properly after the restart. A review of the history of the serial number identified that the issue had recurred on (B)(6) 2021 and was reported under ticket (B)(6). In ticket (B)(6), it was identified that the ups of the device had a failure. Due to the time gap between both events, it is unlikely that both events are related to each other. Based on the available information, a definitive root cause could not be identified. Sudden reboot of the cns may occur due to the customer's environment (i.e., power fluctuation and power outage), a windows update, a device crash, and human error. The customer was able to resolve the issue by rebooting the device.

Event description:
The customer reported that their central nurse's station (cns) experienced a spontaneous reboot during normal operations.